Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® certain® 2 implant 4 x 11.5mm was returned for investigation. Visual inspection of the as returned product identified significant debris and wear about the implant body. The internal drive feature is noted to contain a fractured piece of the reported screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown abutment screw fractured inside the implant. The fractured piece could not be removed and the implant had to be removed. Tooth location 14.